Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the intense care unit and customer had diabetic ketoacidosis and high blood glucose and blood glucose was over 400 mg/dl. The customer woke up with 382 mg/dl and did bolus. The customer's blood glucose was 318 mg/dl when customer went to emergency room. The insulin pump will not be returned for analysis.